Event description:
Surgeon reported that pt with a calcaneus fracture was treated with norian srs bone void filler. Surgeon reported norian material was explanted due to pieces of broken norian material being expelled through the skin.